Event description:
A report was received that the patient had difficulty charging and difficulty communicating the remote control (rc) to ipg. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient had difficulty charging and difficulty communicating the remote control (rc) to ipg. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Sc- 1132 (sn (B)(4)) device evaluation indicated that the ipg passed visual and performance tests performed. The complaint was confirmed. The asic-u2 was damaged and it resulted in fast battery depletion. The source of device damage was due to electrocautery usage during the previous revision procedure.

Manufacturer narrative:
.

Event description:
A report was received that the patient had difficulty charging and difficulty communicating the remote control (rc) to ipg. The patient will undergo a revision procedure wherein the ipg will be replaced.